Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with 200 units. Reportedly, the message reoccurred after the customer added an additional 100 units to the cartridge. The customer's blood glucose level was 174 mg/dl. A new cartridge was successfully loaded.